Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22 ga x 1 in single port was missing the clamp. This occurred on 2 occasions. The following information was provided by the initial reporter: the customer reported that there was no clamp assembled in the product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two sealed units and two photos. During the visual examination, it was observed that the sealed units were missing the clamp. The reported issue was confirmed. A missing clamp can occur during the manufacturing process. There is an automated vision system in place that inspects the products during manufacturing and preventative maintenance is regularly performed to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that nexiva 22 ga x 1 in single port was missing the clamp. This occurred on 2 occasions. The following information was provided by the initial reporter: the customer reported that there was no clamp assembled in the product.